Event description:
On (B)(6) 2026 two surgeons undertook their first amis list with a proctoring consultant present to support. An mpact cup and quadra h stem were inserted through the anterior approach using the amis leg positioner. On table x-rays looked fine, with the final image being taken with the definitive implants insitu immediately prior to closure. No signs of fracture are visible on any xray taken during the case. Later that evening the patient was taken for a post op x-ray which identified a vancouver b1 periprosthetic fracture. A CT scan later showed no fracture in the calcar. Re-operation to fix the fracture with an the following day, stem not revised.

Manufacturer narrative:
Batch review performed on 02 february 2026: lot 2435498: (B)(4) items manufactured and released on 05-may-2025. Expiration date: 2030-apr-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.